Manufacturer narrative:
It was reported that the frame of the transport chair was not functioning as intended ("the x shape of the frame under the seat has broken on the welded area"). Customer contact stated, "when they left the transport chair, the frame had fallen from underneath the seat." It was reported, "customer was able to maneuver to another chair" following the reported incident. There were no reports of death, serious injury, medical intervention, or follow up care. No additional information is available. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the frame of the transport chair was not functioning as intended ("the x shape of the frame under the seat has broken on the welded area").